Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-10746 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure for treatment, cavity pressure could not reach set pressure level steadily. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with the event.